Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified plum 360¿ infuser where the report stated that there was a delay in care due to not having the proper pumps available for IV medication, not having the tubing that goes with the pump and unable to run the medication off the ed pumps. Additionally. It was reported that they had called pharmacy and was instructed to override the settings on the pump and run as a 'no med' which was overriding the safety features of the pump. It was also reported that they had a medication started by another rn and instead of inputting the concentration, the pump was set with the medication dose/rate and patient was overdosed. The event occurred during administration of medication. The patient was admitted for respiratory distress.